Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed and cubies not detected on bus. The field service engineer reseated pyxis bus cable connection and retractor bands to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer failed and cubies not detected on the bus. The customer added that this malfunction occurred when trying to issue a medication to a patient and they were able get medication from the pharmacy or the user went to a different floor to obtain the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information:d1,h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and cubies not detected on bus. The field service engineer reseated pyxis bus cable connection and retractor bands to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported when using the bd pyxis medstation es system drawer failed and cubies not detected on the bus. The customer added that this malfunction occurred when trying to issue a medication to a patient and they were able get medication from the pharmacy or the user went to a different floor to obtain the medication. However, there were no adverse events or injuries reported based on this event.